Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Issue identified during product analysis. Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator alarmed prior to use. The device was available for evaluation. The service personnel (sp) inspected the ventilator, reviewed logs and found background diagnostic codes in the memory. Based on the codes, sp replaced the inspiratory flow module(ifm) printed circuit board assembly(pcba). The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. One ifm pcba was returned to medtronic for analysis. Visual inspection of the returned ifm pcba found no anomalies. The ifm pcba was attached to the test ventilator and powered up. During extended self test(est), the unit failed the circuit pressure test. Analysis found the autozero solenoid(so1) was faulty. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the reported event was determined to be a faulty autozero solenoid (so1). The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator alarmed prior to use. There was no patient involved.